Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found a bend and tear in the exposed cannula. Although damage to the cannula was observed, it is unclear when the bend and tear occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 300 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. The patient was able to activate a new pod and her bg levels lowered to 120 mg/dl.